Manufacturer narrative:
(B)(4). Date sent: 02/26/25. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst45g, with lot/batch c9ey0g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the staples malformed after firing the device. Suture was used to oversew. Changed to another one to continue the procedure, but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2025. D4: batch # 261d72. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two gst45g reloads(b and c) present. Both reloads were receieved fully fired. In addition, a reload pan was found lodged inside the channel. Upon visual inspection, evidence of corrosion was noted on battery and bulkhead contacts, causing the device could not fire. No functional testing could be performed due to the returned condition of the device. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. Regarding the reload pan inside the knife channel, it is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 261d72, and no non-conformances were identified.